Event description:
During procedure a type iii cs/IV perforation was detected. A pk papyrus covered stent system was selected and was implanted, but did not cover perforation. The patient was sent to the or for surgery. Bloody fluid war drained from the pericardial sac and then the perforation was sutured successfully.

Event description:
During procedure a type iii cs/IV perforation was detected. A pk papyrus covered stent system was selected and was implanted, but did not cover perforation. The patient was sent to the or for surgery. Bloody fluid was drained from the pericardial sac and then the perforation was sutured successfully.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.